Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire separated during the procedure. Analysis of the returned wire confirmed the reported materials separation. The separation was noted on the distal section of the hypotube. The fracture face was angled and jagged. This type of damage is consistent with manipulation of the wire against resistance. Additionally, the core was kinked on the proximal end of the hypotube, further suggesting the wire was subject to manipulation against resistance. It is likely that handling of the wire, during the procedure, contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an atrial fibrillation electrophysiology (ep) procedure. During removal of the hi-torque (ht) balance middleweight (bmw) guidewire, it was noted the guidewire was separated in the middle part. The separation occurred while the guidewire was in the balloon dilation catheter, therefore the separated portion of the guidewire was retrieved by removal of the balloon catheter. The procedure was complete at this point, no additional devices were needed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.